Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
After the sensor was implanted in the patient, the icp value became unstable and the device suddenly indicated -44. The same problem occurred in any other patients by using this device. The surgeon has experienced the device for ages, then he suspected a defect in the device. The problem was solved by replacing the device. On 6/2/16 per affiliate: "please change the sample status to ¿none.¿